Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The pc-over-ip (pcoip) client was replaced. The pcoip client was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the issue was unable to be duplicated. It was determined there was no fault with the pcoip client. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that there was a pc-over-ip (pcoip) error intraoperatively. The camera cart went black for about 10-15 seconds, then a box popped up that said ¿unable to connect 0x1001.¿ this box stayed up for about 20 seconds, and then it popped back on. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
It was reported that the replacement pcoip client was still cycling after replacing the first pcoip client. Another pcoip client was sent to the site. A manufacturer representative went to the site and replaced the pcoip client again. The system passed the system checkout and was found to be functional. Device evaluation: another pcoip client was returned to the manufacturer for analysis, and through analysis the issue was able to be duplicated. This pcoip client was tested, and the software logs indicated software reboots at multiple points throughout testing. It was determined that there was an electrical failure with this pcoip client that was returned. If information is provided in the future, a supplemental report will be issued.